Event description:
It was reported that oversensing of myopotential inhibition was noted on a remote transmission. Programming changes were discussed but not made at this time. No patient symptoms were reported.

Event description:
New information indicates that the patient presented to the clinic on (B)(6) 2025, and programming changes were made. The patient was asymptomatic.